Manufacturer narrative:
The pump was received with a cracked reservoir tube lip and a cracked retainer. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the ss event date of 22-jun-2022, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 22-jun-2022 listed on smartsolve. Daily total of all insulin delivered = 36.65. Daily total of basal insulin delivered = 16.25. Daily total of bolus insulin delivered = 20.4. On (B)(6) 2022 10:49:14.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 8.1. Bolus amount delivered = 8.1. On (B)(6) 2022 14:49:16.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 5.7. Bolus amount delivered = 5.7. On (B)(6) 2022 18:03:14.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 6.6. Bolus amount delivered = 6.6. There were no unexpected pump errors/alarms noted 1 week prior to the event date 22-jun-2022 in the formatted history file. In further full review of the pump history/traces on the (customer's) event date of 15-apr-2023, there is no unexpected alarms/suspends and no bolus delivery recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the (customer's) event date 15-apr-2023 listed on smartsolve. Daily total of all insulin delivered = 16.325. Daily total of basal insulin delivered = 16.325. Daily total of bolus insulin delivered = 0. Please see below for pump errors/alarms noted 1 week prior to the (customer's) event date 15-apr-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 05:13:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:58:47.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 15-apr-2023 in the formatted history file.  Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 1:53:00 pm. There was no power data available for the date on (B)(6) 2023 at 05:13:00.000. Unable to check power data for low battery alert. No unexpected low battery alert noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2020 to on (B)(6) 2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the (customer's) event date of 09-may-2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the (customer's) event date 09-may-2023 in the formatted history file.  The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Battery cap contact missing/damaged was confirmed. Retainer ring damage (a cracked reservoir tube lip and a cracked retainer) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia.. Troubleshooting was not performed. It was found that the customer has treated the high blood glucose event with hospitalization. The customer reported physical damage to the retainer ring. It was unknown if the customer was using the pump within 48 hours of the reported event.. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.